Event description:
It was reported that the patient was experiencing loss of adequate pain relief. High impedances readings were discovered on several contacts of the spinal cord stimulator lead. Reprogramming was attempted however was unsuccessful at recapturing adequate pain relief. The patient underwent a lead replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Sc-2317-70, serial (B)(6). The returned lead was analyzed and revealed that all cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. With the available information, boston scientific concludes that the high impedances resulting in inadequate stimulation was caused by a lead fracture identified during laboratory analysis where the lead body exited the clik x anchor.

Event description:
It was reported that the patient was experiencing loss of adequate pain relief. High impedances readings were discovered on several contacts of the spinal cord stimulator lead. Reprogramming was attempted, however, it was unsuccessful at recapturing adequate pain relief. The patient underwent a lead replacement procedure. No additional adverse patient effects were reported. The patient was doing fine postoperatively.